Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implant procedure, the right ventricular (rv) lead was repositioned due to high and variable thresholds but the screw of the implantable pulse generator (ipg) went out. The ipg was explanted and replaced and the rv lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.